Manufacturer narrative:
Follow-up #1 date of submission 02/03/2015-product analysis:the device was returned and evaluated by product analysis on 01/21/2014 with the following findings:the complaint was unable to be investigated due to an unrelated issue. Review of the black box revealed a manual time change. The pump maintained accurate time keeping over a 5-day time keeping accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. The reporter stated that the date on the bolus history was incorrect. The time of the pump was incorrectly set to pm instead of am. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.